Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that a tachycardia episode had been recorded as a supraventricular tachycardia episode. Upon further review, it was discovered that the implantable cardioverter-defibrillator (ICD) was interpreting the signals incorrectly and exhibiting no hv output. Programming changes were made. There were no patient consequences.